Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during an unknown surgery, when insert the anchor, the head tip of anchor was broken. Removed all the pieces from the patient. No additional information could be provided. The device was received and evaluated. Visual observations revealed that the suture was not in place. The threader body and the anvil were not received attached in the device. It was identified that the shaft assembly and pin titanium were damage, both were bent. The anchor was broken in the middle section. This complaint can be confirmed. No further procedure information was provided to determine if the above reason contributed to this failure. The possible root cause for the reported failure can be attributed to an excessive force, whether the insertion was off axis, which may cause damage in the device and broken in the anchor. However, this cannot be conclusive determined. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot number and expiration date are unknown at this time.

Event description:
It was reported that during the unknown surgery, when insert the anchor, the head tip of anchor was broken. Removed all the pieces from the patient. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.